Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified broken sharp, stress mark, wear abrasion and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.